Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range impedance measurements of great than 4000 ohms, and helix mechanism issues. The physician attempted to reposition the lead, and could not get the helix mechanism to extend. Another right atrial (ra) lead was successfully implanted. No adverse patient effects were reported.